Event description:
During fixation of l4 fracture, surgeon prepared palacos poly-methyl-methacrylate augmentation, his chosen bone void filler, and noted it was very runny. Surgeon began placement of poly-methyl-methacrylate augmentation and observed radiopacity in spinal canal. Surgeon chose to decompress immediately. A spicule of cement, about 0.5cc, was retrieved medial to the pedicle. The patient awoke with no neurologic deficit and remains neurologically intact.